Event description:
Received a medwatch with the customer reporting "alaris infusion pump was being used to infuse a tpn and a morphine drip. The tpn was being infused using the large volume pump and the morphine was infusing via the syringe pump. The morphine syringe was initially 50ml when it was started. When the nurse went to change the syringe 24 hours later, she noticed the syringe had 58mls and was light yellow in color. The contents of the syringe were analyzed and it was found to contain opiod as well as electrolytes consistent with tpn (potassium, phosphorous, calcium, dextrose). The thought was that the tpn backed up into the morphine syringe and the patient may have been receiving diluted/less." There was no report of patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported tpn backing up into the syringe, because the device was not returned. Customer name and contact information was not provided in medwatch report.